Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis found the device never triggered replacement indicator and was never implanted. The device was returned in out of storage mode and did not pass some retest battery voltage parameters. It is determined the device did not pass the initial final pack test because of particular test conditions. In conclusion, the device was retested and met specifications.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.